Event description:
Spinal cord stimulator had faulty screw on generator. Surgeon had great difficulty disengaging the generator. Surgeon had to cut plastic cover which came out in pieces. New generator installed.